Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photos were returned. The reported complaint was observed on the returned photos. Photos provided show an intraocular lens (iol) on a lens case base. One haptic appears to be broken/torn. Photo review - company cartridge: two photos were provided that showed the same view of the company iii cartridge. The view was from the bottom. The cartridge was beside the opened lens case. There appeared to be viscoelastic in the cartridge. There did not appear to be any viscoelastic in the nozzle or tip, which would indicate the issue occurred during initial lens loading/advancement. No cartridge damage was visible in the provided view. Placement in a handpiece could not be determined as the view was from the bottom. A company iii handpiece, forceps, and other metal instruments were pictured along with a vial of ovd. Based on our observation of the attached photo, one haptic appears to be broken/torn. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. The product was subject to handling. The detachment of the haptic element from the optic was observed during placement of the iol into the cartridge. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, implantation of the iol was not possible due to detachment of the haptic element from the optic part during placement of the iol into the cartridge. There was no patient contact. The surgery was completed on the same day with subsequent secondary iol implantation. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).